Manufacturer narrative:
(B)(4). Lot #: unknown as information was not provided. Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140 MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. The complaint alleges that the filter was placed at the (B)(6) medical center in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. The complaint alleges that the filter was placed at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography (CT) report, "aorta/ vascular: ivc filter, with struts extending beyond the vessel wall. The low ivc and pelvic veins are flattened, consistent with hypovolemia." Per open retrieval report (successful): "imaging in the emergency department today demonstrated migration of the ivc filter and possible perforation of the duodenum." "The limbs of the filter were palpated protruding through the vena cava. Two limbs appeared to puncture into the duodenum." "A venotomy was made and extended over the filter. The filter was removed. The struts of the filter protruding into the duodenum were identified and tagged with sutures and covered with wire cutters allowing complete removal of the filter." "There was noted to be a large inflammatory reaction surrounding the strut, which was carefully dissected free until the strut was removed. This appeared to enter the third portion of the duodenum. Upon further exam, this did not appear to be a full-thickness injury and this was repaired wit 3-0 silk sutures". "The patient tolerated the procedure well". Per CT report, "aorta/ vascular: interval open removal of the inferior vena cava filter. There is a large right retroperitoneal complex fluid collection measuring 8.1 x 9.3 x 15.6 cm in ap, transverse, and craniocaudal dimensions respectively. There are smaller collections extending laterally and inferiorly from the dominant collection. This displace the duodenum anteriorly and superiorly, partially effaces the inferior vena cava, and exert mass effect on the right renal hilum likely accounting for hydronephrosis." "The duodenum is anteriorly and superiorly displaced by the collection. There is no bowel obstruction. No evidence of extraluminal contrast or free air to indicate bowel perforation".

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 03/08/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the left common femoral vein due to dvt with complication of anticoagulation with vaginal bleeding. Plaintiff is alleging organ perforation, fracture, surgical removal and repair of duodenum, inflammation, migration, pain, scarring, anxiety. Plaintiff alleges attempted retrieval on (B)(6) 2014 with successful retrieval on (B)(6) 2014.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿organ perforation, fracture, surgical removal and repair of duodenum, inflammation, migration, pain, anxiety¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.